Event description:
Complainant alleged that the staff was treating a 23 y/o female pt with an enlarged heart. The staff placed the multi-function electrodes on the pt in an attempt to defibrillate the pt. The staff made several attempts to discharge the device, but no discharge occurred. The defibrillator displayed a "leads off" message on the screen. The staff changed defibrillations, and attempted to defibrillate the pt again. But still no discharge occurred, and the same message appeared on the screen. Different pads were then applied to the pt, and they were to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt.